Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4).reason for original complaint. -patient revised for audible squeaking. Implants were well fixed with no noticeable wear markings and no lysis, there was visible metalosis.doi (B)(6) 2003 dor 3/2/11 (right hip).update: 6/17/2013 - litigation papers received. Litigation alleges pain. There is no additional information that would affect the outcome of this investigation.update:10/10/2013- pfs and medical records received. Revision operative notes confirmed metallosis and also indicated fluid build up. There is no new additional information that would affect existing MDR decision. Medical records are attached for further review.update ad 16 oct 2018. (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges elevated metal ions. Added stem due to elevated metal ions. Added lawyer, law firm, revision surgeon, and revision hospital. Updated patient's initials.the awareness date is being updated to 26 sep 2019 which is file review date.doi: jun 16, 2003 - dor: mar 2, 2011 (right hip)